Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo and the valve was leaking air issue occurred. The vizigo sheath valve was leaking air. Noticed during catheter insertion. They exchanged the sheath to continue the procedure. There was no patient consequence reported. Additional information was received. Unknown if air was introduced into the patient. Physician flushed the catheter. No medical intervention required. It was not known if the patient exhibited any neurological symptoms since the procedure was completed. It was not known if the hemostatic valve was physically damaged. There was just complaint about air.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo. The vizigo sheath valve was leaking air. Noticed during catheter insertion. They exchanged the sheath to continue the procedure. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-oct-2024 there was water leakage observed between the brim cap and hub. The returned condition of the water leakage between the brim cap and hub on 24-oct-2024 was also assessed as reportable. The device evaluation details: the device was returned to johnson and johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned sample were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed and water leakage was observed between the brim cap and hub. For this reason, a supplier manufacturing investigation was requested; however, it was concluded that it can not be confirmed as manufacturing attributable since the device hub was submerged in water and no air leak was noticed during the test. A device history record was performed for the finished device batch number, and no internal actions were identified. The leakage issue reported by the customer was confirmed as water leakage was detected during the product analysis. The potential cause of the leakage could not be determined. The sheath instruction for use (IFU) states that: flush all components before use. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).